Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implantable pump. The indication for use was non-malignant pain. The patient reported that their pump has been off or was set to minimal flow rate since (B)(6) of 2024 because they weren't getting relief from the pump. The patient confirmed that the pump was filled with fentanyl and the fentanyl was left in the pump. The patient stated that they began taking oral pain medication and they dropped their medication and their hcp (healthcare provider) declined to give them another prescription due to the fact that the medication was considered to be a narcotic. The patient stated the hcp turned their pump back on at 11:30am last friday afternoon (march 13th) and ¿increased the flow rate to 100¿. The patient stated that they began to experience what they think to be withdrawal symptoms by 5pm that same day. The patient stated that they obtained information from google that said that fentanyl shouldn't be left in the pump for an extended period of time because it could cause life threatening conditions such as infections. The patient stated they are experiencing some of the symptoms they feel may be life threatening. The patient stated that they spoke with someone with their hcp's office, and they told the patient that the fentanyl being left in the pump for a long period of time doesn't pose any risk to the patient. The patient stated they have an upcoming appointment this friday to address their concerns. The patient inquired about the recommended timeframe of which medication should be left in the pump. The agent reviewed information and instructed the patient to follow up with their hcp with concerns and also instructed the patient to consider going to the emergency room if they deem necessary. Additional information was received from the patient on 2026-03-18 who mentioned that they had gone to the ER (emergency room) but they mentioned that the ER they went to did not have any devices regarding the pump. The agent sent physician listings to the patient that they could try contacting. Additional information was received from the patient on 2026-jun-09. The patient reported that they were scheduled to have their implant removed on (B)(6) 2026. The patient wanted to ensure that the pump device would be delivered to the manufacturer. The agent reviewed the representative's role, provided the national answering service (nas) number, and redirected the patient to the healthcare provider (hcp).

Manufacturer narrative:
B3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.